Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A separate report was filed for the first valve in report 2025587-2016-01220. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into another transcatheter bioprost hectic valve, a balloon aortic valvuloplasty (bav) was performed and moderate-severe paravalvular leak (pvl) was reported. Subsequently, a non-medtronic valve was implanted within the two transcatheter bioprosthetic valves. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.